Manufacturer narrative:
Updated h6 codes.

Manufacturer narrative:
According to the customer, the staple inserted on (B)(6) 2025 for a "2nd and 3rd tmt fusion" has broken at "approximately 3-4 months post-op". The customer reported that the broken staples "are being removed." The customer said that "delayed unions and non-unions have occurred" related to the reported incident. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The staple broke after 3-4 months.